Manufacturer narrative:
(B)(4) captures the reportable events of surgery and additional intervention antibiotics.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection and sepsis, four months post implant. No additional adverse patient effects were reported.